Event description:
It was reported that the patient underwent system explant the week prior, due to an infection at the generator site. The exact date of explant was not provided. It was reported that the patient had recently undergone generator replacement. Further follow-up revealed that the patient had an mrsa infection and that the leads were "clipped". Attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received that the explanted products were discarded and will not be returned to the manufacturer for evaluation. The lead were clipped and partially removed at the time of the generator explanted, there is discussion to have another surgery to completely remove the leads.

Event description:
It was reported that the remainder of the patient's lead was explanted on (B)(6) 2013 due to an infection. It is not known if the explanted portion of the lead will be returned for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Manufacturer narrative:
Previously submitted MDR indicated an event date of (B)(6) 2013; however, this should be (B)(6) 2013. This report is being submitted to correct this information. Previously submitted MDR indicated that the patient recently underwent generator replacement; however, this was the patient¿s initial implant. This report is being submitted to correct this information. Previously submitted MDR indicated that the patient¿s generator was explanted and discarded; however, the conclusion code was not provided. This report is being submitted to correct this information.